Event description:
The user facility reported that an innominate vein was hooked by the sternum blade guard during a procedure. There was no patient impact or intervention. Attempts are being made to obtain additional information about the event.

Event description:
The user facility reported that an innominate vein was hooked by the sternum blade guard during a procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Additional info d4,h6 h3 other text : device not returned by customer.